Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 489 mg/dl, which was treated via insulin pump therapy. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind without incident. The displacement test also passed. The customer was advised to monitor the insulin pump and call back if the motor error alarm recurs. No products were returned or replaced.